Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in multiple episodes with an inappropriate shock. This s-ICD system was subsequently explanted and replaced. This system is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. The proximal defibrillation coil was noted to be kinked and review of the manufacturing records for this electrode was completed. It was determined this kink may have been present at the time of manufacture and was not identified during testing prior to distribution; however, the electrode was confirmed to be electrically continuous, and as a result, this finding did not contribute to the reported clinical observations, as the kink did not impact the electrode functionality. This finding has been reported to our engineering and design assurance departments and a cross-functional team will identify appropriate action(s) as needed. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in multiple episodes with an inappropriate shock. This s-ICD system was subsequently explanted and replaced. This system is expected to be returned for analysis. No additional adverse patient effects were reported.